Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information from customer regarding microbiological testing and device reprocessing; however, no response received. The device was returned to olympus and evaluated. There were few findings. Due to a scratch on distal end cover, insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to deformation, right/left/up/down knob does not move smoothly. The adhesive on the bending section cover had a crack. Control unit and scope connector case was dirty. The investigation is ongoing an follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.